Event description:
A bovie tip spontaneously ignited a sponge just after the skin incision was made. Bovie machine, pad, pencil & tip were replaced. The patient was redraped and the physician changed gloves.